Event description:
It was reported that suture placement in the moderately calcified right common femoral artery was attempted with proglide devices, using a pre-close technique with a 5f sheath, prior to a transcatheter aortic valve replacement (tavr). Reportedly, the lever for the foot was not working well; it would not move easily and appeared to be stuck. The foot would not open. The sutures of two additional proglide devices were successfully preplaced using the pre-close procedure prior to the tavr procedure. The sheath was upsized to 18f and the tavr procedure was completed. The successfully preplaced sutures of the second and the third proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and in the large hole technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a moderately calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned. Subsequent information indicates the device was discarded and will not be returning. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to deploy the foot incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.